Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was consistent pneumo leakage. It was worse with the 12mm trocars. The procedure was completed without any adverse impact to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. A lot number was not received therefore the device history review could not be performed.

Event description:
The abbott field service representative stated the customer has observed more prism hiv calibrator and control drain time errors and failed a run due to drain time errors when prism reaction tray lot 90044m500 was in use. The customer stated the issue was resolved when a different lot of reaction tray was used, however, the customer requested a service visit. There was no impact to patient management.